Manufacturer narrative:
Device evaluation results: one medfusion pump was returned for investigation in used condition. There was invalid syringe size alarm in the event history log (ehl). The alarm was reproduced during functional testing. The customer reported product problem was therefore confirmed. The product problem occurred because the size was out of specification. The investigator recalibrated the size pot and that cleared up the problem. The out of calibration condition of the pump appears to be the result of normal wear and calibration drift. No functional fault was found with the pump.

Event description:
It was reported that the medfusion pump displayed a syringe size error. There was no patient involvement.